Event description:
It was reported that the physician elected to place a magnet to disable high voltage therapy. The patient received high voltage therapies during the procedure. The procedure was successfully concluded and the patient is being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.